Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they received off no power alarm. The customer's daughter reported that the insulin pump would not turn on. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's daughter stated that they did not receive low battery alert prior to off no power alarm. The customer's daughter stated that the battery was not previously used. The customer's daughter stated that the insulin pump was not dropped or bumped. The customer's daughter stated that there were no unattended alarms. The insulin pump will not be returned for analysis.